Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implantable pump. The indication for use as non-malignant pain. The patient reported that lately when they use the communicator to bolus, the handset will start to communicate and then all of a sudden it will say it can't find the device. The patient said she has not moved it and it will kick in and continue finding it and sometimes it will get anywhere from 72 to 90 and then it will just stop and continue to do what it's doing but it won't tell her anything. The patient stated it takes over 6 minutes or more to get a bolus and when it finally gives the bolus it will sit at 25 minutes instead of 30 minutes. The patient also mentioned that on christmas day they had a fall and fractured and dislocated her shoulder. The patient spoke to a representative who told her to try restarting the handset and if that didn't work then to call patient services. The agent walked the patient through resetting the handset. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement device. Attempted to the clearing data and patient still was sitting at 90% for a very long time. No patient injury reported. The patient called back stating they were still having the lag at 90%. The agent reviewed the data and walked the patient through the clearing the data and she was able to connect very quickly. The patient stated they bolus 30x a day. The patient would call back if she needs further assistance. An email was resent to the repair department cancelling the replacement device as issue resolved and replacement not needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID: hh9020tdd lot# serial# rf8t602516l implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.